Event description:
It was reported that the complaint states that inaccurate readings were reported. The product was evaluated. An external visual inspection was performed and passed. The allegation was confirmed. The probable cause was determined to be is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complaint states that inaccurate readings were reported. The product was evaluated. An external visual inspection was performed and passed. The allegation was confirmed. The probable cause was determined to be is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. No injury or medical intervention was reported.